Event description:
It was reported that, "mantis inserter broke during a product demo. Small attach tip of inserter to shaft snapped when attempting to swing rod up and down in inserter. Inserter was not even tightened. Instrument did not perform as expected."

Manufacturer narrative:
Additional info has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.